Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implantation of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26mm commander delivery system with the 26mm sapien 3 ultra valve got stuck in the 14f esheath during insertion. The valve was approximately 0.14cm into the sheath when it got stuck. The delivery system was pulled back and the entire system was removed in one piece. There was no injury to the patient and a new system was used. As per pre-deco eval: several valve struts bent, several liner strands on the sheath and the sheath tip is split. The I/c bond is torn on the commander delivery system balloon.

Manufacturer narrative:
The device was returned for evaluation. The valve was returned with delivery system and sheath. The valve was stuck inside the sheath (strain relief section), and it was exposed through the strain relief. The returned devices were visually inspected for any abnormalities and the following observations were made: gouges on the flex tip. Two (2) struts bent at the outflow, and multiple struts slightly bent at the inflow. All struts were exposed through the skirt (normal after crimped and used). Post-expanded valve: frame was slightly distorted. Leaflets were torn, wrinkled and dehydrate due to storage condition (prolong crimping) during the return handling process. All struts remained exposed through skirt (normal after crimped and used).   Photos were provided by the complaint site and the following was observed:  crimped valve exposed through sheath liner and strain relief.  Two (2) struts at the outflow exposed and hung over the sheath liner and strain relief. No functional or dimensional testing was able to be performed due to device return condition (frame distorted). A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints for the reported frame damage. Although the reported frame damage  was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. Instructions for use (IFU) commander delivery system with s3u thv, ce, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system.  If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported frame damage was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'while pushing the commander delivery system with crimped valve through the esheath, the valve got stuck approx. 14cm into the sheath.' Additionally, it was noted that the patient access vessels were mildly tortuous, strongly calcified and undersized mld (minimum luminal diameter, +/-5.5mm). The presence of tortuosity, calcification and undersized in the access vessels can create a challenging pathway during delivery insertion and retrieval through the sheath, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance as indicated by the gouges on the flex tip. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and puncture through the sheath liner, and result in the observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity/calcification/undersized vessel) and/or procedural factors (excessive device manipulation during insertion/retrieval) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. Pra was previously initiated to investigate the cause and assess the risks associated with ¿frame ¿ damaged ¿ during use¿. To address the issue, CAPA was initiated to drive corrective actions . This complaint event occurred prior to implementation of CAPA, the occurrence rate did not exceed the monthly control trending limit. The risks outlined in the pra remain the same; the pra documents the potential for additional intervention, which did not occur during this event. The pra remains applicable and no further action is required.